Manufacturer narrative:
Qn# (B)(4). The customer returned one unopened representative sample of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appear typical. No defects or anomalies were observed. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All 6 clips were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing without breaking. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no issues observed with the returned representative sample. The reported complaint of "broken/detached parts - clip - hinge" could not be confirmed based on the returned sample. One representative sample was returned. The actual sample was not returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and were successfully attached to over-stressed surgical tubing. No functional issues were found with the returned clips.

Event description:
The hem-o-lok clip snapped at the hinge when applied to a vessel. Clinical consequences: a medical intervention was necessary to remove the broken clips. Both cartridges were used on the same day and same patient. The clips were retrieved laparoscopically and all fragments were removed. The green applier size was m/l. The patient recovered from a laparoscopic cholecystectomy. There was no patient harm.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot# 73a2000299. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The hem-o-lok clip snapped at the hinge when applied to a vessel. Clinical consequences: a medical intervention was necessary to remove the broken clips. Both cartridges were used on the same day and same patient. The clips were retrieved laparoscopically and all fragments were removed. The green applier size was m/l. The patient recovered from a laparoscopic cholecystectomy. There was no patient harm.